Event description:
The customer reported having a problem with the insulin pump and received a no delivery alarm as well motor error alarm. The blood glucose reading was 232 mg/dl. Troubleshooting was performed. Assisted the customer to run a manual prime test and the insulin did not exit. The customer did feel that the insulin pump was not functioning properly. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a motor error alarm during the basic occlusion test and was unable to prime during the prime test as a result of a protruded/loose drive support disk. However, the device passed the no delivery and excessive no delivery alarm test. The unit had missing end cap sticker, cracked battery tube threads, and cracked reservoir tube lip.